Event description:
A medtronic ent rep reported allegation of inaccuracy during an ent case with a fusion demo system. There was no reported reduced volume, but reported that it seemed like the field "shifted" as the case went on. The surgeon continued the case with the use of the navigation system. There was no impact on pt outcome. Medtronic navigation, inc. Was made aware of this event on (B)(6) 2011 via a medtronic ent rep. Confirmation of the date of the event, the surgeon name, and the pt demographic info have all been requested.

Manufacturer narrative:
Pt info not available at time of this report. Medtronic navigation, inc., performed a peg board test and it passed with a max error of 1.309mm. Performed a tracer registration and it passed, checked points on the head model and they are within spec. Ran for 1 hour and checked the points again and it has not changed. Ran over the weekend and checked the same points and there was no change. Not able to duplicate the issue.